Manufacturer narrative:
(B)(44). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # us157852, m2a-magnum pf cup, lot # 550000; item # 12-103207, taperloc por, lot # 703430; item # 157446, m2a-magnum mod hd, lot # 744270. Multiple reports have been submitted for this event. Please see associated reports: 0001825034 - 2019 - 00781, 0001825034 - 2019 - 00782.

Event description:
It was reported that the during surgery the taper adapter was found cold welded to the stem. In addition, the adapter was cold welded to the head. As a result of this malfunction, the surgery was delayed one hour. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records/radiographs. Postoperative diagnosis cold-welding of femoral head to femoral stem. As a result, a trochanteric osteotomy had to be performed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.